Event description:
The reporter stated that the surgeon was inserting a toric one piece silicone lens model aa4203tf and the lens was torn. The surgeon removed the lens with no pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product which shows the lens is torn into three pieces and there is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusion: an investigation was opened to evaluate to complaint trend associated with lens tears that was originally identified in 06/05. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.